Event description:
During a routine in-clinic check for an asymptomatic patient, it was reported that noise was observed. The lead was explanted and replaced. Clavicular crush was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Lead was flattened at 35.5-37.5cm from the distal tip consistent with clavicle crush damage. No insulation or cable damage was found at this location. Internal insulation abrasion under the svc shock coil was noted at 22.8-25.0 from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 4.6-6.7cm from the distal tip. The etfe coating was abraded 6.6cm. This is consistent with the observation from the field of noise.